Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device seized, jammed and was moving heavy. It was further determined that the device failed for check the free movement, check for untrue running and for check of noticeable noise. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that water got inside the drill chuck device and it stopped working. It was further clarified that the device broke during surgery. All pieces were retrieved and there was no harm to the patient. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. It was reported that the event occurred during use on a patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.